Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009 - the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009 - the patient underwent surgery for implant of an unspecified bard/davol (B)(6). As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with ventral incisional hernia thereby underwent open repair with the implant of (B)(6). Per operative notes, ¿adhesion between hernia sac and fascia were taken down. The hernia sac was excised. A sepramesh ip in the appropriate orientation and sutured as an underlay mesh with interrupted suture.¿ (B)(6) -2011 - patient was diagnosed with granulation tissue and scar thereby underwent removal of foreign body. Per operative notes, ¿there was some hypergranulation tissue with two sutures were identified. Both sutures were removed, and scar tissue was debrided down. The healthy mesh was identified. The small draining sinus superior to the umbilicus was identified and some granulation tissue and scar was removed and closed using suture.¿ (B)(6) 2013 - patient was diagnosed with infected mesh thereby underwent open repair with the removal of mesh. Per operative notes, ¿the mesh was encountered and pocket of purulent material was drained. The mesh was explanted and then ventral abdominal wall defect was found. The abdominal wall reconstruction was performed using a biological mesh (sttratice) in a underlay fashion and secured with sutures.¿ attorney alleged that the patient had abscess, infection, foreign body reaction, draining sinus, abdominal wall reconstruction, hypergranulation tissue and scarring and pain.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years 11 months post implant of sepramesh ip, patient was diagnosed with infection, purulent discharge, scar tissue and granuloma thereby underwent removal of mesh. The instructions-for-use supplied with the device list infection as a possible complication. In regards to infection the warning section of IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh." Updated fields: a2, b2, b3, b4, b5, b6, b7, d.6b (date of explant), e3, g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.